Event description:
It was reported that right hip revision surgery was performed due to elevated metal ions and pain.

Event description:
It was reported that revision surgery had been scheduled due to metallosis.